Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1511001) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: there was a leak in the balloon and the balloon lost pressure. Converted to manual compression for 10 minutes. No further information is available.